Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to an unknown reason. The patient was doing well postoperatively. No further information could be obtained despite good faith efforts. Additional information was received that the ipg was replaced due to charging difficulties, and a non-rechargeable ipg was implanted. The explanted device was kept by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to an unknown reason. The patient was doing well postoperatively. No further information could be obtained despite good faith efforts.